Manufacturer narrative:
Plant inv.: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomed indicated that the unit was pulled from service for evaluation following the event. Functional testing performed by the biomed confirmed that the system was operating properly. The unit was returned to service at the user facility without issue. An investigation of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical inv.: a clinical investigation was performed by a clinical specialist to identify a causal relationship between the 2008k hemodialysis (hd) machine, the dialyzer, and the acid concentrate and the adverse event. The clinical specialist concluded that a temporal relationship exists between the 2008k, the dialyzer, and the acid conc. And the reported adverse events of the patient experiencing a cardiac arrhythmia, and subsequent code and expiration. However, a probable association between the fresenius products and the reported adverse events cannot be determined based on the lack of available information. In addition, there was no allegation of device malfunction or deficient product and an association with the adverse events. Further details, specifically, patient demographics, treatment sheets, medical intervention (including resuscitation efforts), and comorbidities have been requested and are needed to determine potential causality.

Event description:
A user facility reported an adverse event that occurred while a patient underwent a hemodialysis (hd) treatment. Reportedly, ten minutes after the hd therapy was initiated, the patient experienced an arrhythmia (type unknown) as identified by the electrocardiogram (ECG). The patient subsequently coded and was not revived. The machine did not generate any alarms prior to the event, and no failures or device malfunctions were observed prior to, during, or following the incident. Although requested, no additional patient details were made available. Following the event, the 2008k hd machine was removed from service per the clinic¿s post adverse event policy and evaluated by the on-site biomedical technician. Functional testing performed by the biomed confirmed the unit was operating properly; all parameters were within specification. The unit was returned to service at the user facility without issue. No malfunction of any other fresenius product in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. The dialyzer was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. No sample of the acid concentrate in use during the treatment was available to be returned for analysis.